Manufacturer narrative:
Hakim valve was returned for evaluation: DHR - lot 6147243, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The valve was tested for programming: the valve failed the test. The valve passed the tests for occlusion, leaks, reflux and pressure. The valve was disassembled and visually inspected under microscope at appropriate magnification: biological debris were found on the ruby ball, on the seat of the ruby ball and motor. Root cause - the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve as biological debris were found during the investigation.

Event description:
A facility reported a hakim valve (ID 823115) was implanted on (B)(6) 2023. Approximately 6 months after implantation, the patient showed repeated phases of vomiting, discomfort and drowsiness. The imaging showed narrow ventricles, so medical staff suspected overdrainage. The valve opening pressure was adjusted, and the patient felt better, with a drop in the "az" in the days that followed. Therefore, the valve was removed and replaced with a hakim valve with siphonguard on (B)(6) 2024. The patient recovered.